Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. Eight devices were evaluated in the field and the issue was confirmed; five devices had calibration issues, two devices had a broken/damaged component, and one device had a detached component. The devices were repaired and returned. Seven devices were evaluated in the field and the issue was confirmed. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 15 malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.